Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc freestyle libre sensor did not apply and fell off on the same day it was inserted. She further reported that on (B)(6) 2018 due to this issue she could not receive a reading and subsequently experienced a loss of consciousness. Customer¿s husband treated her with a glucagon injection. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported her adc freestyle libre sensor did not apply and fell off on the same day it was inserted. She further reported that on (B)(6) 2018 due to this issue she could not receive a reading and subsequently experienced a loss of consciousness. Customer¿s husband treated her with a glucagon injection. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle libre sensor kit was reviewed and the DHR showed the freestyle libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.